Event description:
Pt reports that pump serial number (B)(6) is continuously beeping with message stating occluded and they have tried various methods to rectify (replacing tubing, replacing batteries) with no resolution. Pt reports they have only used the pump twice (dates unknown) and now it keeps stopping and then restarting, delaying their infusion time. Pharmacy will replace pump. Reported to (B)(6) by: patient/caregiver.